Event description:
It was reported that a cassette had unspecified damage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. As the device was not returned, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.